Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the olympus repair technician reported that foreign objects were found in the jet channel tube has foreign objects.there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation: jet channel tube has foreign objects due to cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.